Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed swirling around the top of the dialysate and down the dialyzer hose. After the treatment ended, the blood went down the venous line. Test strips were not used to confirm since it was evident there was a blood leak. It was unk if the machine alarmed. Estimated blood loss was 250ml. The patient has no adverse effects and no medical intervention was required. The patient completed treatment on another machine. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.